Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 3100 mg/dl at time of incident. The customer assisted with troubleshooting. The customer was treated with intravenous infusion and manual injection. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer alleged the insulin pump was under delivering. The device will not be returned for analysis.